Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced a gastrointestinal hemorrhage several months before they passed away. A balloon aortic valvopathy procedure was performed during the hospital stay. It was additionally noted that the patient had comorbidities of a cute-on-chronic anemia and chronic diastolic heart failure. A cause of death was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. This event is being conservatively reported in an abundance of caution in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed episode.